Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that the pump use continued after the date of the reported incident, and therefore the data for the date of the incident has been overwritten and is unavailable for review. There were no alarms and warnings noted in the pump history outside typical pump use. The pump was exercised for 24 hours with no issues; no unintended boluses were delivered during testing. Test boluses were performed and were accurately recorded in the pump history. An ezprime operation was performed with no issues noted. The keypad buttons were inspected and were found to be responding appropriately; there was no button hypersensitivity observed. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient's mother reports boluses in the history that were not administered.